Event description:
It was reported that during pulse generator interrogation, the message "error pacemaker software" displayed, and the fastpath screen was inaccessible. The electrogram showed normal ddd function. The device had switched into bvvi twice in the past. The device was replaced.

Manufacturer narrative:
Final analysis found that the reported error message was due to multiple bits flipped. The device could not be interrogated. A software download was successfully performed, after which normal electrical characteristics and current drains were measured. The device was interrogated, and the battery was not depleted. The reason why the product codes flipped could not be dettermined.